Manufacturer narrative:
The investigation determined unexpected (B)(6) results were obtained from a single (B)(6) negative in-house control fluid using a vitros 3600 immunodiagnostic system. A definitive assignable cause for the unexpected (B)(6) vitros (B)(6) result could not be determined. Additional results for in-house control c-a9 in the same dataset were within expectations, indicating that the discordant (B)(6) result was non-reproducible. However, it should be noted that the testing that produced the discordant (B)(6) result was undertaken approximately two weeks past the expiration date of the product. It cannot be concluded that this failure mode would not affect patient results if the expired product was used by a customer in a clinical setting, however a review of customer complaints showed no indication of a vitros (B)(6) lot 7550 performance issue when used within date. Additionally, it is not known whether the instrument was operating as expected at the time of the event as no performance testing was undertaken. Unexpected instrument performance therefore cannot be ruled out as contributing to the discordant (B)(6) result.

Event description:
An ortho clinical diagnostics (ortho) quality engineer reported a (B)(6) result for a vitros (B)(6) negative in-house control fluid, c-a9 on a vitros 3600 immunodiagnostic system. This in-house control fluid is considered to be truly (B)(6) negative. In-house control c-a9: (B)(6) (IFU interpretation of positive) versus expected result of (B)(6) (IFU interpretation of negative). Biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to occur undetected involving patient samples. No patient results were questioned. However, the investigation cannot conclude that patient samples would not be affected if the event were to occur undetected. There was no allegation of actual patient harm as a result of this event and the result was not reported to a physician. (B)(4).